Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 4 to 5 cm long fusiform abdominal aortic aneurysm. The distal aorta was very tortuous and had an s-shaped curve, and the distance from the left renal artery to the aortic bifurcation was 12cm. Iliac vessel morphology was not reported. It was reported that after the talent bifurcated stent graft was delivered, the gate was positioned and torqued right at the curve and therefore, could not be cannulated. Several attempts at cannulating the gate, including trying to use a snare, were made unsuccessfully. The physician then decided to intervene by using a talent converter, which was implanted without issues, followed by implanting an occluder and then performing a successful femoral-femoral bypass. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Severely tortuous aorta with an s-shaped curve.